Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-06475. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the right lead was explanted and replaced, whilst the left lead was pulled down. Effective therapy was restored post operatively. It¿s unknown which lead is the left or right lead, and both being reported as explanted.